Manufacturer narrative:
A field service engineer (fse) went on-site (B)(6) 2011 and found no foam tube at output connection loose from connector. Fse rerouted tubing and resized tube at connector.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting a leak under the unicel dxc 600 pro synchron clinical system. The customer stated that the leak was coming from the clear tubing of no foam. No injury was reported and no erroneous results were generated.